Event description:
A peritoneal dialysis pt reported that during treatment the tubing that you would put into the machine had pinholes in it. There is no report of pt ill effect. The sample is available for evaluation.